Manufacturer narrative:
The insulin pump was received with normal operating currents. Also unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump failed self-test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. The pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced backlight anomaly and damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that the back light did not work. The customer stated that the plastic around the battery cap cracked. The customer declined to troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.